Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump became frozen. The battery was removed and put back in but the display was still frozen and the buttons were unresponsive. The blood glucose reading was 135 mg/dl. The customer stated that when she woke up, she was sweaty and that the insulin pump may have been exposed to that moisture. No damage was noted to the insulin pump or battery cap and the insulin pump had not been dropped or bumped. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad trace. No button error alarm. No blank display. Lcd board ok. No frozen screen. No moisture damage electronic assembly. The insulin pump had minor scratched lcd window, cracked case near the display window corners, broken reservoir tube lip, missing the end cap sticker and cracked lcd window.